Manufacturer narrative:
(B)(4). A review of the device history record and service history did not reveal any issues that could have caused or contributed to the reported difficulty of patient hernias. The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4): as the device was not returned, a complete device analysis cannot be completed. Baxter has conducted a trend review for the reported event. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who was diagnosed with two hernias coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was scheduled to undergo a hernia repair surgery for the event. The cause of the hernias was unknown. The patient had not yet recovered from the hernias. No additional information is available at this time.